Event description:
A malfunction alarm was reported by the caller, identified as alarm 01. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The caller could not verify any cracks on the cartridge but noted that the original cartridge was available for return. Technical support instructed the caller to load a new cartridge; however, the caller was unable to snap the cartridge in place, leading to ongoing issues.